Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that air detector damaged /jk. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation in used condition. The customer reported issue was confirmed through visual inspection and air detector test. The air in line detector was lifting, and the device does not detect when liquid is present. The air in line detector was replaced to address this issue. Service history identified the complaint was not related to a previous service of the device within the review period. The device passed all testing after repair.